Event description:
It was reported that during implant of the right ventricular (rv) left bundle branch (lbb) lead, the the tip helix was secured to the myocardium. Afterwards, an attempt was made to reposition the lead, but the helix could not be removed from the myocardium. The lead was strongly pulled, resulting in damage to the tip helix. The helix remained in the myocardium. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically fractured by pulled/stretched/overstress during the implant procedure. The analyst noted the full lead was returned without the helix. The helix was not returned and is still affixed in the patient. The helix was fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.